Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the as reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that a patient with no specified medical history had received a mechanical thrombectomy randomization in experimental arm on (B)(6) 2021 using the subject stent retriever. On the same day, the patient experienced a neurological status deterioration. On early post -thrombectory CT scan edema and mass effect (malignant sylvian infarction) were noted. Postoperatively, the neurological state deteriorated with a hemiplegic, mute patient, unresponsive to simple commands; the evolution was unfavorable at h+1 with a gcs score of 8/15 and a follow-up brain CT scan showing an increase in the mass effect with deviation of the midline and disappearance of the left temporal horn. A decompressive craniectomy was performed to treat the event. Follow up reported received o 16-aug-2021 indicated that. The evolution was marked by refractory intracranial hypertension (htic) despite triple sedation, targeted temperature control with curarization. Upon discharge to continuing care on (B)(6) 2021, the patient¿s neurological examination indicated that the patient was alert with spontaneous opening of the eyes (follows with the eyes the interlocutor located on his left eye). Massive proportional right hemiplegia associated with multimodal right neglect and probable hypo or even anesthesia of the right hemisphere. Onset of spastic hypertonia of the right lower limb such us spontaneous mobilization of the left hand and left foot, global aphasia with mutism, no spontaneous or promoted vocalization, oral and facial apraxia, and also impaired comprehension of simple instructions were reported. Pfo inhalation pneumonia, two wild p. Aeruginosa vaps, currently being treated and one episode of s. Haemolyticus bacteremia were also reported. Currently awaiting craniectomy report. No other information was provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a patient with no specified medical history had received a mechanical thrombectomy randomization in experimental arm on (B)(6) 2021 using the subject stent retriever. On the same day, the patient experienced a neurological status deterioration. On early post -thrombectory CT scan edema and mass effect (malignant sylvian infarction) were noted. Postoperatively, the neurological state deteriorated with a hemiplegic, mute patient, unresponsive to simple commands; the evolution was unfavorable at h+1 with a gcs score of 8/15 and a follow-up brain CT scan showing an increase in the mass effect with deviation of the midline and disappearance of the left temporal horn. A decompressive craniectomy was performed to treat the event. Follow up reported received o 16-aug-2021 indicated that. The evolution was marked by refractory intracranial hypertension (htic) despite triple sedation, targeted temperature control with curarization. Upon discharge to continuing care on (B)(6) 2021, the patient¿s neurological examination indicated that the patient was alert with spontaneous opening of the eyes (follows with the eyes the interlocutor located on his left eye). Massive proportional right hemiplegia associated with multimodal right neglect and probable hypo or even anesthesia of the right hemisphere. Onset of spastic hypertonia of the right lower limb such us spontaneous mobilization of the left hand and left foot, global aphasia with mutism, no spontaneous or promoted vocalization, oral and facial apraxia, and also impaired comprehension of simple instructions were reported. Pfo inhalation pneumonia, two wild p. Aeruginosa vaps, currently being treated and one episode of s. Haemolyticus bacteremia were also reported. Currently awaiting craniectomy report. No other information was provided.